Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that no insulin was coming out when they dialed their doses. Customer stated the screw retracts when they push the dose button. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.